Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form and was previously investigated on (B)(6) 2016. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on 4/12/2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cycler was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on (B)(6) 2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrections: h6.

Manufacturer narrative:
Corrections: h6.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on (B)(6) 2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the inside of the cassette while the cassette was inside the cycler due to the cassettes membrane being ripped during an unknown phase of the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving a patient line is blocked message during drain 1 and 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported fluid leak event occurred in clinic on (B)(6) 2021 during training and fluid was found on the cassette and inside the cassette door after treatment for the patient. The pdrn could not confirm the phase of treatment that the leak occurred. There were beeps during a drain cycle but no alarm. Pdrn stated a tear on the back of the cassette was found. Pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (dose unknown, oral, 3 times a day for 3 days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis. The cycler was returned to the manufacturer for physical evaluation.